Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were connection issues with the percept pc during battery replacement. The extension was not connecting properly to the neurostimulator port 0¿7. Troubleshooting involved trying ports 8¿15, as well as testing both left and right extensions in ports 0¿7, but without success. The extension connected without any issue to the previously implanted activa pc. The issue was resolved by using a new percept pc neurostimulator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the ins had shown that the balseal connector was damaged in the connector port and making contacts with other connectors inside the port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.